Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2022 with patient identifier (B)(6). It was reported that pericarditis and pericardial effusion (pe) occurred. Two weeks after enrollment, a left atrial appendage (laa) procedure was performed. Prior to index procedure aspirin (81 mg) and apixaban (10 mg) was administered. The patient underwent successful placement of a 31 mm watchman flx device with incomplete laa seal with largest residual jet around the device of 2 mm and deployed device diameter of 23.9 mm. The following day the patient was discharged on aspirin and apixaban. Twenty-two days post-implant procedure, the patient experienced episodes of transient chest pain radiating to the left shoulder. Two days later the patient presented to the emergency department. The patient was hospitalized. The following day transthoracic echocardiogram revealed a pericardial effusion measuring <5mm. The patient was diagnosed with pericarditis. The following day aspirin was discontinued in response to the pericarditis and the patient was discharged.

Manufacturer narrative:
B5: narrative updated with the withdrawal of pericarditis. H6: coding updated to remove pericarditis.

Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022, with patient identifier (B)(6). It was reported that pericarditis and pericardial effusion (pe) occurred. Two weeks after enrollment, a left atrial appendage (laa) procedure was performed. Prior to index procedure aspirin (81 mg) and apixaban (10 mg) was administered. The patient underwent successful placement of a 31 mm watchman flx device with incomplete laa seal with largest residual jet around the device of 2 mm and deployed device diameter of 23.9 mm. The following day the patient was discharged on aspirin and apixaban. Twenty-two days post-implant procedure, the patient experienced episodes of transient chest pain radiating to the left shoulder. Two days later the patient presented to the emergency department. The patient was hospitalized. The following day transthoracic echocardiogram revealed a pericardial effusion measuring 5mm. The patient was diagnosed with pericarditis. The following day the aspirin was discontinued in response to the pericarditis and the patient was discharged. It was further reported that the pericarditis was not related to the watchman or watchman procedure and therefore was withdrawn.